Manufacturer narrative:
Information regarding the first loss of the restoration was not provided; however, the restoration was re-cemented on (B)(6) 2013 and had debonded a second time on (B)(6) 2013 while the patient was eating. To date, the patient is doing fine. A new restoration will be re-cemented on (B)(6) 2013. The product was not returned; therefore, a retain sample was evaluated for adhesive strength, yielding results within specifications. A DHR review indicated that there were no deviations from the manufacturing process. In addition, no similar complaints were received with regard to this lot.

Event description:
A patient had experienced the loss of an onlay on two (2) separate occasions after placement with nx3 dual cure clear cement and optibond xtr adhesive.

Manufacturer narrative:
A new onlay was cemented for the patient on (B)(6) 2013 using a different product, without further incident. To date, the patient is doing fine.